Event description:
The graft leaked blood through the crotch area. The amount of blood is unknown. The dr stopped the leak by suturing the crotch area and the graft was left in. The pt's condition is stable. The nurse stated that the entire graft was used and therefore nothing can be returned for eval.